Event description:
During a wolf parkinson white (wpw) left lateral ablation procedure, a pericardial effusion occurred. The patient did not feel well following rf lesions. The patient became hypotensive and a transesophageal echo revealed a pericardial effusion on the left lateral part of the heart (possibly around the area of the wpw). A pericardiocentesis was performed which stabilized the patient. After that, further lesions were performed to complete the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.